Event description:
It was reported that the user experienced an occlusion alert followed by ¿unable to proceed, check notifications and resolve¿ and a restart 38 alert, after which attempts to rewind were unsuccessful until the cartridge was removed and a rewind was performed, and a fill tubing to 120 units completed without further alerts; the patient had received a long-acting insulin dose and a rapid-acting correction by pen, and the caregiver was advised to consult a healthcare provider before reconnecting and to wait two hours after the most recent manual injection to avoid insulin stacking. Symptoms included no reported clinical effects. Outcomes included transient hyperglycemia up to 262 mg/dl that was corrected by manual injection, no need for outside assistance, and no medical intervention or hospitalization. Investigation included guided troubleshooting to remove the cartridge, perform a successful rewind, verify operation by completing fill tubing, and education on supply replacement and safe reconnection timing. Investigation of this case revealed resolution after clearing residual components and performing a full rewind and tubing fill, consistent with an initial occlusion and pump workflow interruption that was addressed through standard troubleshooting and supply change. It was concluded, based on previously established findings for similar reports, that the cause was use of the device with residual supplies leading to an occlusion-related unable-to-proceed condition, resolved by proper clearing and setup and user continued to use the ilet.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.